Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 44 mg/dl. The customer was treated with sugar candy. The customer also reported receiving a calibration error alert and sensor error alert. Customer was able to raise their blood glucose to 168 mg/dl later that night. The customer's current blood glucose was 144 mg/dl. The insulin pump will not be returned for analysis.